Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with epithelial ingrowth/defects in right eye. A brief description of the event said that the patient presented day after treatment with pain and blur in right eye. Uncorrected visual acuity was 20/150 in right eye and 20/25 in left. A 4x4 erosion centrally. Debris was noted at flap margins. No haze, dlk, striae or other corneal issues were noted. Surgeon prescribed ketorolac for pain, increased prednisolone dose/altered taper. Reassured patient. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of very blurred vision in right eye. Patient did not want bandage contact lens in right eye. Patient reported symptoms are not interfering with daily activities and resolved on (B)(6) 2016. Bcva from (B)(6) 2016: right eye pre-op 20/20 -4.00 x .00 x 90. Left eye pre-op 20/20 -4.50 x -.25 x 15.